Event description:
A malfunction alarm code, malf 1, was reported, and there was no noted event prior to the malfunction. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Tandem technical support arranged for the pump to be replaced and instructed the customer on storage procedures. The customer was advised to contact their healthcare provider for a backup insulin method due to a lack of one, and further guidance was provided for handling and returning the faulty pump.